Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill messages. Reportedly, the cartridge was initially filled with 150 units of insulin. The customer's blood glucose level was 150 units. During the call with tandem technical support, the customer loaded a new cartridge successfully.